Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. There are multiple kinks along the hypotube. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 21jan2020. It was reported that device could not cross the lesion. The 18mm x 2.5mm, 98% stenosed target lesion area was located in a severely tortuous and severely calcified right coronary artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a separated collar.